Event description:
A caller reported damage to the pump's housing and usb port, which impacted their ability to charge the device. There was no adverse impact to the customer's blood glucose level. The customer continued to use the pump for insulin therapy.